Event description:
It was reported that the system 9800 could not initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction as verified. It was determined that the hard disk drive was defective and was subsequently replaced. The system was tested and found to be working as intended and placed back into service.